Event description:
It was reported that a cracked and shattered touchscreen made the pump unusable after it was dropped. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.